Manufacturer narrative:
The issue in cer 83218 is deemed a reportable event since the malfunction [?]white/ distrurbed screen ' which logs different tfs on the next start-up, causes the ventilator to become inoperable or stop working as intended. The root cause of the ventilator to stop ventilation and showing a white/ disturbed screen was a malfunction of the fpga on the esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to the patient or user. As the complaint cer 83218 was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. The allegation in cer 83218 was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to the issue in cer 83218 as it will be deemed a reportable event.

Event description:
The information from the biomed that he got from hospital staff is that the vent shut down and then came right back on. That's all the information that was given. No patient harm, regulatory has not been notified at this time per biomed. An rga has been issued and the vent is on it's to tech support.